Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the system logs did not reveal any system-related error which may have been in association with the customer-reported event.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, the laparoscopic schoelly camera was placed on the side of the bed and subsequently burned through the sterile drape, causing two burn holes in the groin area of the registered nurse first assistant (rnfa). The incident occurred after the camera had been used for abdominal entry. A red light, described as resembling a laser icon, appeared on the camera along with a message indicating that a laser-type mode was active. After this message appeared, the camera was set on the bedside where instruments are placed, at which point the rnfa sustained the burn injury. It is unknown whether the nurse¿s skin was burned or whether medical treatment was required. The procedure was successfully completed without further complications, and there was no injury to the patient. Additional information was requested, but the customer has indicated that no further information will be provided.